Event description:
Information was received indicating that following a diagnostic procedure, an angio-seal device was deployed. Two to three days post-deployment, the patient experienced brisk bleeding at the puncture site. An angiogram revealed a "v" shaped object in the femoral artery, which subsequently removed by the vascular surgeon. The patient continues to complain of discomfort and neuralgia. No further information is available on this event.